Event description:
It was reported that in october the patient had a flurry of seizures over an 8 hour period. They are trying to get the vns checked. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the physician does not believe the vns caused the increase in seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.